Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The customer returned a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The reporter stated the surgeon attempted to insert the lens but the lens tore. There was patient contact but no injury. The backup lens was implanted. The reporter stated the cause of the event was unknown. (B)(4).